Manufacturer narrative:
(B)(6). The lot was manufactured (B)(6) 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bladders of two (2) large volume infusors were leaking. The leaks were discovered after the infusors were filled with unspecified medication and before patient use. There was no patient insolvent. No additional information is available.